Manufacturer narrative:
The device was received for evaluation. During functional testing, device "failed pressure test with values >19psi x3" was not reproduced. Device was sent for downstream occlusion test for high, low and medium settings with passing results. A review of the event history log revealed downstream occlusions messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through history log review however no component issue was identified and therefore no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion detection test. Further described as ¿failed pressure test with values >19psi x3¿. This occurred during testing. There was no patient involvement. No additional information is available.